Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: a3dr01 implantable pulse generator (B)(6) 2013. (B)(4).

Event description:
It was reported that nine days post implant, the patient came to the emergency room with chest pain and low blood pressure. The right ventricular lead was noted to have high threshold. A cardiac perforation was found, pericardial effusion was noted by echocardiogram, and venous hypertension was noted on x-ray. A pericardial puncture was performed and intravenous medications were provided. The lead was repositioned and remains in use. The patient is a participant in the (B)(4) study. No further patient complications have been reported as a result of this event.